Event description:
It was reported that during a meniscus repair surgery, t2 anchor could not be secured and fall off. The ts were removed and a backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one curved ultra fast-fix assembly p/n 72201491 was returned for evaluation. Visual assessment showed the depth limiter has been cut to the surgeons desired length. The trigger was fully advanced. One t was returned with a trimmed suture. The needle was found to be slightly bent. The information provided states: ¿ t2 anchor could not be secured and fall off¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: ¿do not bend needle¿. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, a similar complaint of this failure mode was found.